Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was not functional on the insulin pump. Customer's blood glucose was 145 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.